Event description:
It was reported that during a scheduled right ventricular (rv) defibrillation lead extraction/replacement due to out-of-range shock impedance measurements, it was discovered that the ra lead and the rv lead had become bonded with fibrotic tissue. As a result, the ra lead was extracted and replaced along with the rv lead. Both extracted leads were significantly damaged by the extraction tools, and new leads were successfully implanted with acceptable lead parameters. No additional adverse patient effects were reported. The patient is expected to have a full recovery, and will continue to be monitored. The explanted leads were discarded after the procedure and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.